Event description:
I have used alere inratio/2 testing system for home monitoring for 2 years. I received a new batch 48 strips (lot 332841, strip code 3v55l expiration date 2014/09. As soon as I started using these strips my readings were extremely low as compared to clinical testing. This resulted in having to verify the results by going to quest labs for blood draw. I am an "extreme hard stick" 4 or 5 attempts at drawing blood enough to perform ptinr tests. I received the recall letter on the strips that I received. After using 7 of the 48 strips my doctor advised me to stop using my testing unit until I received replacement strips. Since I am confined to a wheelchair outside my home and such a "hard stick" use of home testing is much more appropriate use in my case. I have received absolutely no response from my test strip supplier or from my insurance company in having the recalled strips being replaced (43 remaining sealed unused strips) need to be replaced.